Manufacturer narrative:
This 3500a form, report number 3009144177-2026-00005 is an identical copy of failed 3500a form submission, report number 3009144-2025-00001 originally submitted on 01/09/2025. The original 3500a form failed at ack3 due to the following error: only one PMA/510(k) is allowed per report. This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.

Event description:
On (B)(6) 2024 the patient was implanted with a remede system for central sleep apnea at the (B)(6) by dr. (B)(6). On (B)(6) 2024 the patient therapy was successfully activated. On (B)(6) 2024 the patient came in for a scheduled appointment. At that time the patient mentioned that he felt the device implantable generator was migrating in the pocket. The implanting physician evaluated the pocket and felt there was a pocket erosion causing the need for a revision of the pocket which is scheduled for (B)(6) 2025.